Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or a21 alarm, reset time or date anomaly noted during testing. However, device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm (a33 alarm) during rewinding. Insulin pump error alarm (a21 alarm ) occurred after inserting a battery and pump had an unexpected restart. The device was not bumped or dropped prior to the alarm (a33) and the drive support cap was flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.